Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had diabetes ketoacidosis. The customer also stated that, there were crack on the backside of the pump, dent on the front of the pump. The insulin pump will not be returned for analysis.